Event description:
It was reported that this pacemaker exhibited out of range impedance measurements on the right ventricular (rv) lead. Noise was also observed. Reprogramming was performed. No adverse patient effects were reported. At this time, this device system remains in service.